Manufacturer narrative:
The manufacturer issued a recall notification to the identified customers who received the affected products. Additionally, the manufacturer notified the FDA of the voluntary recall and gained concurrence of the customer letter prior to its distribution. On 09/25/2017, the voluntary recall was initiated. No medical records or no medical images have been made available to the manufacturer. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an ultrasound-guided liver biopsy in normal tissue, the bottom slide of the device allegedly was unable to prime. It was further reported that the procedure was completed with another device and no coaxial was used. There was no reported patient injury.

Event description:
It was reported that during an ultrasound-guided liver biopsy in normal tissue, the bottom slide of the device allegedly was unable to prime. It was further reported that the procedure was completed with another device and no coaxial was used. There was no reported patient injury.

Manufacturer narrative:
The manufacturer issued a recall notification to the identified customers who received the affected products. Additionally, the manufacturer notified the FDA of the voluntary recall and gained concurrence of the customer letter prior to its distribution. On 09/25/2017, the voluntary recall was initiated. Manufacturing review: a lot history review was conducted and it was determined that a device history record (DHR) review was not required. Investigation summary: one max-core biopsy needle was returned for evaluation. During functional testing, the top slide intermittently failed to lock into the primed position. An x-ray showed that the cannula tangs were not fully engaging with the device housing when the top slide was in the primed position. Upon disassembly, the right bumper was noted to be bent by the spring. Based on the finding that the top slide could not lock into the primed position, the investigation is confirmed for failure to prime of the cannula. The investigation is inconclusive for the reported failure to prime of the stylet and failure to fire as functional evaluation could not be completed due to the identified failure to prime of the stylet. The bent bumper likely contributed to the incomplete cannula tang engagement as well as the reported and identified failure modes. However, the definitive root cause could not be determined based upon available information.